Manufacturer narrative:
Other relevant device(s) are: product ID: v nmc3131c182tj, serial/lot #: (B)(4), ubd: 23-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter thoracic aortic aneurysm. It was reported that during the implant procedure, a stent-graft induced new entry (sine) occurred on the distal edge of the navion stent graft system. The sine was treated by implanting an additional non-medtronic stent graft (zenith alpha). As per the physician, the cause of the event was related to the patient's vessel morphology; it was noted that there was a possibility that the blood vessel might be fragile due to the patient's age. In addition, an abdominal blood vessel prosthesis implantation had been previously performed. User error was also noted as a possible cause, as ballooning may not have been necessary, the physician suspected that the balloon touch up might have been the cause. It was also noted that this device was not the main cause of the issue, but that the issue was related to a separate implanted device. No additional clinical sequelae were reported and the patient is fine.